Event description:
Caller reports finding an uncapped softclix lancet in the box. No adverse event reported. Requested return of suspect device however caller has discarded the lancet; replacement was sent.

Manufacturer narrative:
Corrected: product was not discarded. Customer only discarded individual lancet.

Event description:
Caller reports finding an uncapped softclix lancet in the box. No adverse event reported. Requested return of suspect device; replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.